Manufacturer narrative:
Additional information was requested but not provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was seen in routine clinic (B)(6) 2020. Patient's lactate dehydrogenase was 1471 u/l, mean arterial pressure (map) in the 90s, and had "tea colored" urine. The patient noted to be having episodes of power elevations as high as 7.4 w from baseline of 4-5 w. Patient's kidney function was trending upwards creatinine 1.9 from baseline of 1. There was a discussion of potential hospice.

Manufacturer narrative:
Section d4, h4: additional information manufacturer's investigation conclusion: although the evaluation of the submitted system controller log file confirmed the report of power elevations, a specific cause for these events and the report of an ldh of 1471, mean arterial pressure in the 90s, and elevated kidney function tests could not be conclusively determined through this evaluation. In addition, the evaluation of the submitted log file identified a low speed event associated with the motor stop command being received on the system monitor, which appears consistent with user error. The submitted log file captured elevations in pump power and estimated flow on (B)(6)2020 , (B)(6)2020 , and (B)(6)2020 , reaching values up to 7.4 w and 10.1 lpm, respectively. In addition, a low speed hazard event was observed on (B)(6)2020 at 09:55:44 am, associated with the pump¿s speed decreasing to 120 rpm. This low speed event was immediately preceded by the motor stop command being received on the system monitor. Despite these findings, the pump appeared to have functioned as intended throughout the duration of the log file. The account communicated that the patient was seen for a routine clinic visit, and he was noted to have an ldh of 1471, mean arterial pressure in the 90s, and tea colored urine. The patient was also having episodes of power elevations as high as 7.4 w from a baseline of 4 ¿ 5 w, and kidney function tests were trending upwards with a creatinine of 1.9 from a baseline of 1. It was noted that there was a discussion for a potential of hospice. Multiple requests for additional information regarding this event were issued to the customer; however, no further information has been provided to this date. The investigation file will be closed accordingly. The patient remains ongoing on vad-57579 and no further issues have been reported at this time. The heartmate ii lvas IFU lists hemolysis, hypertension, and renal failure as adverse events that may be associated with the use of heartmate ii left ventricular assist system. The heartmate ii lvas IFU rev. C lists hemolysis, hypertension, and renal failure as adverse events that may be associated with the use of heartmate ii left ventricular assist system. Section 6 entitled ¿patient care and management¿ provides details regarding the recommended anticoagulation therapy and inr range. Section 6 states that post-implantation hypertension may be treated at the discretion of the attending physician. Any therapy that consistently maintains mean arterial blood pressure less than 90 mm hg should be considered adequate. Section 6 and section 1 entitled ¿introduction¿ outline all pump parameters, including pump power and flow. Section 6 further explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. Section 4 entitled ¿system monitor¿ explains how to use the pump stop button to turn off the pump. To use this feature, press and hold the pump stop button while the pump stop countdown counts down from 10 to 1, then a stopping pump message will be displayed. This section further states that the pump stops within the first few seconds of holding down the pump stop button. However, if the button is released before the countdown is complete, the pump resumes at the previously set mode and speed. No further information was provided. The manufacturer is closing the file on this event.